Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additionally, an inflammation and purulent discharge was also noted. The pocket was flushed with antibiotics solution. There were no additional adverse patient effects reported. The ICD was explanted.